Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 188 mg/dl last night when he changed his infusion set and when he woke up in the morning his blood glucose was 400 mg/dl. The customer then administered a 13.5 unit bolus but his blood glucose increased to 595 mg/dl. The customer did not feel well due to the high blood glucose. The customer had insulin pens available for treatment. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer's device settings were correct for the most part; the customer stated that he will confirm his settings with his health care professional. No further troubleshooting occurred as the customer will change his infusion set and monitor the insulin pump and his blood glucose. No products were returned or replaced.